Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. The unit was returned with noisy complaint, which was confirmed during testing. The issue was traced to damaged compressor mount due to compressor vibration. Additionally, high pressure caused by the muffler being filled with dust, which resulted in a blockage in the feed port and low sieve life (0). Furthermore, the psa cycle being high (9) is an indication the zeolite is getting contaminated by moisture and leak from cannula receptacle due to the high impact to the unit. Uip, top housing & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's device was making a buzzing noise and was not working. As a result, the patient was hospitalized. A replacement was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.